Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the event of "the needle pulled off from the thread 3 times" occur during use on patient while suturing or before use on patient while dispensing/handling the device? No further information available any sample available to be returned for evaluation? The device is not available for analysis note: event reported in 2210968-2019-83746, 2210968-2019-83747 and 2210968-2019-83748.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off from the thread. There were no adverse patient consequences. No additional information was provided.